Manufacturer narrative:
Customer reported that there was a second repair for the same alarm, primary audible background test/speaker already repaired. The device was in good condition with no appearance of any physical damaged. Performed occlusion test. Unable to determine who caused the problem, the j9 connector is fully seated and properly glued (3 surfaces ? Both side.). Replaced speaker also replaced interconnect board glued j9 connector (fully seated and properly glued 3 surfaces - both side). Performed pm maintenance and all functional testing.

Event description:
It was reported that the device had alarm issues, second repair for the same alarm. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review.a review of the event history log (ehl) identified primary audible alarm background (bgnd) test. The root cause was unable to be determined. A corrective and preventative action has been opened to address the reported issue.